Manufacturer narrative:
Log file evaluation confirms the reported issue - the anesthesia workstation performed several restarts on the reported date of event. If a restart will be triggered while fresh gas is flowing the machine will come back in manual ventilation mode for safety reasons. This is the most likely explanation for the reportedly observed switch-over from automatic to manual ventilation. The so-called control box - the central actuator box of the anesthesia workstation, was returned to manufacturer for evaluation. After having been installed into the periphery of a lab device it exhibited no malfunction in a 48hours endurance run. A nonconformity was however be determined in an in-depth parameter testing: the resistance of a filter element that connects the positive dc power supply voltage to the main was found to be at 10kohm instead of 10gohm. Under normal test lab conditions this had obviously no effect but it is seen likely that during use of the entire device in the mr environment (i.e. With the increased strength of the magnetic field) the compromised function of the filter element triggered the repeated restarts. There is no other similar case known; no patient consequences have been reported for the particular instance and manual ventilation remains available.

Event description:
Please refer to initial MFR. Report #9611500-2020-00026.

Manufacturer narrative:
The investigation is ongoing. Results will be provided within a separate follow-up-report.

Event description:
It was reported that the device switched from automatic to manual ventilation repeatedly during use. There was no injury reported.